Event description:
The customer reported that the images appeared washed out. There was also a system output measurement was required.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep measured the kv and abs tracking. The system operates as intended but a planned maintenance inspection should be conducted.